Manufacturer narrative:
The technician isolated the issue to an open ground on the power cord, but found no signs of damage. The technician replaced the power cord to repair the bed.

Event description:
Information received indicates, the ground loss light on the footboard is illuminated.